Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he had issues with three sensors. The customer received bad sensor alarms. The customer declined troubleshooting. The customer's sensor glucose reading was 65 mg/dl but his blood glucose level was 365 mg/dl. The insulin pump went into threshold suspend. The device was not returned.